Manufacturer narrative:
The reported failure of the system printed circuit board assembly associated with a ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo was returned to the manufacturer's service center for evaluation of a reported ventilator inoperative alarm. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. A ventilator inoperative alarm was not reproduced during an operational check. Review of the error log revealed record of a ventilator inoperative error code that indicates both the outlet and monitor pressure sensor failed. The issue was not able to be reproduced on functional testing of the device. A check of the waveform data revealed the device temporarily exhibited negative pressure just before the "ventilator inoperative" alarm was recorded. The cause of the negative pressure could not be identified, and the cause of this event was not determined. However, the system pca which has a pressure sensor was replaced as a preventive measure.